Event description:
It was reported that the recharger broke, it keeps beeping and it won't charge. Reviewed with the caller that it is important that we send the correct part. Agent received the email and it was just a cut and pasted message for the rep regarding the lost stolen process. Explained in a reply email to caller and emailed repair to request a wr9200. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) , ubd: , UDI#: h3-analysis of wr9200 ( serial no (B)(6) ) revealed " led's scroll continuously and device is unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.